Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is alarming but there is no sound while monitoring patients. No patient harm was reported. Nihon kohden technician spoke with the bme and they found that someone had changed the source of the audio on their cns and once they changed it back to the display, the cns was finally able to sound an alarm.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) is alarming but there is no sound while monitoring patients. No patient harm was reported. Nihon kohden technician spoke with the bme and they found that someone had changed the source of the audio on their cns and once they changed it back to the display, the cns was finally able to sound an alarm.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) is alarming but there is no sound while monitoring patients. No patient harm was reported. Nihon kohden technician spoke with the bme and they found that someone had changed the source of the audio on their cns and once they changed it back to the display, the cns was finally able to sound an alarm. Investigation summary: during troubleshooting, it was identified that the audio source for the cns was incorrectly set. After the customer change the audio source to speakers, the issue was resolved. The root cause of the issue is incorrect device settings of the device. If the customer had the correct settings, the issue would not have occurred. Overall risk for this issue is medium, therefore no corrective or preventative actions are required. Attempt #1: 03/24/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 03/29/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is alarming but there is no sound while monitoring patients. No patient harm was reported. Nihon kohden technician spoke with the bme and they found that someone had changed the source of the audio on their cns and once they changed it back to the display, the cns was finally able to sound an alarm.